Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a complaint of syncope, and the right ventricular (rv) lead exhibited occasional undersensing and a high number of short v-v intervals. The lead remains in use. No further patient complications have been reported as a result of this event.